Event description:
It was reported that the pt experienced intermittent itching and an erratic pattern of clonus and tone. The symptoms would last for "2 days to 2 weeks", and then the pt would be symptom-free for days or weeks. The pump was used with lioresal. The pt was treated with oral baclofen for symptoms of withdrawal on an as-needed basis. The pump dose was adjusted several times from (B)(6) to (B)(6) 2011. A (B)(4) study could not be performed due to "poor flow". The pt underwent revision surgery on (B)(6) 2011. During surgery, it was discovered the pump had rotated and the catheter had kinked at the proximal (pump) segment. During the surgery, the dacron pouch was found to be "scarred in," but the pump was not within the pouch. The catheter was dissected in the dorsal incision by the physicians. The catheter was found and its entirety in the paraspinous muscles. The outcome was reported as recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results are pending for the catheter only. A follow-up report will be sent when analysis is completed.